Event description:
It was reported that the patient was (B)(6) years old when she had interstim implanted. Caller states a couple of years later, the patient had an ultrasound of her kidneys and the ultrasound caused the patient¿s ins (stimulator) to reset to default. The ultrasound was very close to where ins was located. This happen either in 2004 or 2005. The patient was (B)(6) now and will be having an ultrasound soon of her ovaries and pelvic area and requested guidelines for current ins. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2009, product type: extension. Product ID: 3889-28, lot# j0343733v, implanted: (B)(6) 2004, explanted: (B)(6) 2009, product type: lead. (B)(4).